Manufacturer narrative:
The previous report stated the date of manufacture was jul 5, 2013. The date was updated to may 7, 2013. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn and loose, which caused the device to run hot. Therefore, the reported condition was confirmed. It was determined that worn and loose bearings created a situation where the cutter was not able to be inserted, thus not able to function. It was further determined that if a cutter was able to be inserted with this type of damage and the device was run, it would have create heat, vibration, noise, and/or smoke from the damaged bearings. The assignable root cause was determined to be due to worn damaged bearings which were no longer in axial alignment due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(4) that during an unspecified surgical procedure, it was observed that smoke came out of the attachment device. It was reported that the event occurred during initial use of the attachment device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.